Event description:
Caller reported compact plus blood glucose results of 40 mg/dl and 132 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 20 mg/dl and 142 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of "in the 20's" mg/dl and "in the 80's" mg/dl within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.